Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm and dissection in the distal aorta ending in the left common iliac artery (lcia) at the bifurcation. It was reported there was difficulty gaining wire access into the contralateral gate due to advancing the wire into the false lumen in the lcia. An attempt was made to gain access from the right iliac artery by going up and over the bifurcation. The implanted gore excluder aaa endoprosthesis featuring c3 delivery system was constrained and rotated in order to get a better angle for cannulation from the right side. It was reported that the device was excessively torqued during rotation, and as a result, the contralateral gate kinked. As it was reported, the physician could not cannulate the gate from the right side due to the gate being kinked, the patient was converted to an aorto-uni-iliac procedure using an additional device. Final angiography showed no evidence of endoleak with complete exclusion of the dissection and aneurysm. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.